Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient stated she started to experience itching and red bumps on (B)(6) 2018. Patient works for a doctor¿s office that happens to be her primary doctor. The doctor looked at the skin irritation and prescribed triamcinolone steroid cream. At the time of contact, it was indicated that the patient was itchy. No additional event or patient information is available.